Event description:
Healthcare professional reported capsular contracture baker grade iii" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Creases/folding of implant: is observed in the device. Wrinkling: is observed in the device. Additional observations: white particles were observed on the shell. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported, left-side "crease on implant."

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., g.1., h.6.